Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged the pump was too hot to touch. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is a potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: during the investigation, a review of the black box showed no evidence of a drastic voltage drop. The battery compartment and cap were found to be undamaged and able to fit. All current readings were within pump specifications. No overheating or any errors occurred during the investigation. Investigators were unable to duplicate the ¿temperature¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board.